Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the tubes were found to meet specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for fibrin with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that missing additive occurred after use with bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "a client of our has brought to my attention that on item#53712, vcn-367820, plain red top tubes, lot# 9031722 exp:2021-01-31 they are observing a ¿high incidence of clotted serum from the plain red tops. After spinning the sample, the serum is thick like gel. They have to spin the sample twice to clear the serum.¿ (complaint 2 of 2 - customer reported 2 different incident dates.) 3 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that missing additive occurred after use with bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "a client of our has brought to my attention that on item#53712, vcn-367820, plain red top tubes, lot# 9031722 exp:2021-01-31 they are observing a ¿high incidence of clotted serum from the plain red tops. After spinning the sample, the serum is thick like gel. They have to spin the sample twice to clear the serum.¿ (complaint 2 of 2 - customer reported 2 different incident dates.) 3 occurrences were reported.